Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer's blood glucose was 145 mg/dl. Customer was instructed to change the reservoir and infusion set to complete the troubleshooting. The customer stated insulin exited when reservoir was replaced. The product will not be returned for analysis.